Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to insulation and lead body damage. The lead was damaged when slitting the inner catheter. The lead body damage was noticed when the lead was pulled back during cutting and the lead was taken out of the body and flushed. The lead was never in service. No adverse patient effects were reported.